Event description:
It was reported that the patient, one day post implant, had two inappropriate shocks due to oversensing of noise. The noise was reproducible by palpating pocket. There was no noise on the alternate sensing vector so the system was reprogrammed. There were no additional adverse patient effects. The system remains implanted.